Manufacturer narrative:
The technician replaced the ac power cord to repair the bed.

Event description:
Information received indicates during a preventive maintenance check, the technician found the bed's ground resistance reading was high.